Manufacturer narrative:
The customer reported that this bedside monitor (bsm) is not staying on while under battery power. The customer mentioned that the 1700 was also not taking nibp readings before the issue with the power started. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this bedside monitor (bsm) is not staying on while under battery power. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) is not staying on while under battery power. The customer mentioned that the 1700 was also not taking nibp readings before the issue with the power started. The unit was not in patient use at the time. Investigation summary: the device was returned for evaluation. During testing of the unit, the reported issues could not be duplicated. The unit powered on and the battery charge lasted approximately five hours. The unit appropriately charged the battery when connected to a host monitor. The nibp vitals were simulated at 120/80 and 190/120 using a simulator and the measurements were withing tolerable range for the simulated values. The unit passed all other functional tests. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 10/13/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this bedside monitor (bsm) is not staying on while under battery power. The unit was not in patient use at the time.